Event description:
Information was received indicating that during testing a smiths medical cadd legacy pump failed accuracy +11.1%. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Found fluid ingressions on pump by the chassis of the expulsor, which damaged into the expulsor gasket causing not consistent delivery issue. Replaced expulsor assembly. The cause of the reported problem was traced to the customer improper cleaning of the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured nov. 2018, and is out of warranty. Therefore, no manufacturing DHR review is needed.